Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 1 device was received. 4 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent 4 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 1 device: scrapped by stryker 4 devices: product disposition is not yet determined additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 5 events for the failure: overheating of device. - 3 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had no health consequences or impact.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99392. Supplemental rationale corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status 5 devices were received. Evaluation findings (results/components) 5 devices: lubrication problem identified, overheating problem identified / device ingredient or reagent. Product disposition 5 devices: scrapped by stryker.